Manufacturer narrative:
Physio-control evaluated the customers device and performed an initial evaluation. It was observed that the sync button on the main keypad assembly was broken such that it was permanently depressed. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not charge when attempting to perform a test shock. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not charge when attempting to perform a test shock. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control verified the reported issue and the main keypad assembly was replaced. The device passed functional and performance inspection and was returned to the customer. Main keypad assembly physical damage was the cause of the reported issue.